Manufacturer narrative:
Patient information requested from site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that there were no failures or any faults found during system checkout. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had difficulty verifying the curved suction. The difficulty only occurred towards the end of procedure and the surgeon opted to complete the procedure without the use of navigation. There was a reported delay to the procedure of 2 minutes due to this issue and no known impact on the patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had difficulty verifying the curved suction. The difficulty only occurred towards the end of procedure and the surgeon opted to complete the procedure without the use of navigation. There was a reported delay to the procedure of 2 minutes due to this issue and no known impact on the patient outcome.

Manufacturer narrative:
Additional information: (b)(5). If information is provided in the future, a supplemental report will be issued.